Manufacturer narrative:
(B)(4).

Event description:
He had a skin rash two hours after using max seal / skin rash on his cheek is quite serious. [Rash]. Case description: this case was reported by a consumer via sales rep and described the occurrence of rash in a (B)(6)-year-old male patient who received double salt dental adhesive cream (polident denture adhesive max seal) cream (batch number unk, expiry date unknown) for product used for unknown indication. Concomitant products included no therapy. On an unknown date, the patient started polident denture adhesive max seal. On an unknown date, 2 hrs after starting polident denture adhesive max seal, the patient experienced rash (serious criteria other: as per reporter). The action taken with polident denture adhesive max seal was unknown. On an unknown date, the outcome of the rash was unknown. The reporter considered the rash to be related to polident denture adhesive max seal. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative on (B)(6) 2021. The consumer reported that, "we report adverse events related to polident. A man in his 70s, who purchased polident max seal. He had a skin rash two hours after using max seal, and he made a serious claim to the pharmacy, but the skin rash on his cheek is quite serious. (I don't know the date, but I think it's today.) At the pharmacy, the customer is elderly, so they are worried about what will happen over the weekend. The information was delivered a while ago from (B)(6) pharmaceutical. Thank you."